Event description:
It was reported that the pump exhibited a no disposable pump won't run alarm. Settings were reviewed, the pump was turned off and the tubing was clamped. The cassette was removed, and the tubing was massaged. Air bubbles were noted. The pump alarmed upon start up. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the dso sensor. The most probable cause for air in tubing is user error, most probably due to medication being added too quickly; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.